Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging between 30-40 mg/dl; cause was unknown. Reportedly, the customer was a brittle diabetic. Carbohydrates were consumed to treat bg level. Additionally, the basal software did not suspend insulin delivery. Tandem technical support requested a pump upload so a log review could be performed; however, the customer did not upload. Recommendation was made to consult with healthcare provider regarding diabetes management.